Manufacturer narrative:
Correction initial reporter address.

Manufacturer narrative:
The device was not sequestered by the customer. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that the nitroglycerin infusion was ordered for 5mcg/min and incorrectly programmed for 5ml/hr (16.67mcg/min). After 21 minutes the nurse noted the dose error and the infusion was decreased and stopped per md order. No patient harm reported.